Manufacturer narrative:
Pump unable to prime during prime/a33 test due to faulty fsr.(gold).unit passed displacement, rewind, basic occlusion, occlusion,and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump received with scratched display window, cracked display window corners, cracked belt clip slot, cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 344 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.